Event description:
Patient with 28% tbsa flame burns was admitted 5/18/97 and was admitted and went to surgery on 5/22/97, when dermagraft-tc (dgtc) was applied to several anatomic locations. The product related to this report was applied to the anterior chest and arms. On 5/25 it was noted by surgery that the pt had 40% loss of dgtc with drainage infection. Five of the original 10 pieces applied did not remain adhered to the wound. The patients was discharged on 6/20/97. Infections are a common complication of burns, and there is no indication that dermagraft-tc caused or contributed to the infection.